Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain / severe cramping') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included infertility from 2004 to 2006. Previously administered products included for an unreported indication: nuvaring in 2006. Concurrent conditions included depression since 2000, anxiety since 2000, night sweats, fatigue, mood altered, hormonal imbalance, polycystic ovarian syndrome, insomnia, uterine pain, nickel sensitivity, dizziness and menorrhagia. Concomitant products included alprazolam (xanax) from 2005 to 2017, fluoxetine hydrochloride (prozac) from 2005 to 2013, lamotrigine (lamictal) since 2010 and zolpidem tartrate (ambien) from 2005 to 2016. In 2010, the patient had essure inserted. In 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and dysmenorrhoea had resolved, the abdominal pain and allergy to metals outcome was unknown and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, hot flush, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: event nickel allergy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain / severe cramping") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infertility from 2004 to 2006, depression in 2000 and anxiety in 2000. In 2010, the patient had essure inserted. In 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 3-nov-2016. At the time of the report, the pelvic pain, nausea and dysmenorrhoea had resolved, the abdominal pain outcome was unknown and the hot flush was resolving. The reporter considered abdominal pain, dysmenorrhoea, hot flush, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information updated, patient demographic information, relevant history, lab data ,essure stop date added. New events hormonal changes describe: hot flashes, nausea and dysmenorrhea (cramping) were added. This litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2010, and reported abdominal pain / severe cramping. The plaintiff had a surgery for removal of essure in (B)(6) 2016. Abdominal pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain / severe cramping') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included infertility from 2004 to 2006. Previously administered products included for an unreported indication: nuvaring in 2006. Concurrent conditions included depression since 2000, anxiety since 2000, night sweats, fatigue, mood altered, hormonal imbalance, polycystic ovarian syndrome, insomnia, uterine pain, nickel sensitivity, dizziness and menorrhagia. Concomitant products included alprazolam (xanax) from 2005 to 2017, fluoxetine hydrochloride (prozac) from 2005 to 2013, lamotrigine (lamictal) since 2010 and zolpidem tartrate (ambien) from 2005 to 2016. In 2010, the patient had essure inserted. In 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea and dysmenorrhoea had resolved, the abdominal pain and allergy to metals outcome was unknown and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, hot flush, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe cramping") in a female patient who had essure inserted for birth control. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2010, and reported abdominal pain / severe cramping. The plaintiff had a surgery for removal of essure in (B)(6) 2016. Abdominal pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe cramping") in a female patient who received essure for birth control. In 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removal of essure in (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2010, and reported abdominal pain / severe cramping. The plaintiff had a surgery for removal of essure in (B)(6) 2016. Abdominal pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.